Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical specialist that while the patient was at home the pump stopped and he subsequently experienced stroke symptoms. The patient was advised to come to the hospital. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.